Event description:
In 2005, nellcor puritan bennett received a report that a patient experienced a loss of pressure during ventilation because of a leak between the inner and outer cannula of a 8dct tracheostomy tube. Information provided by the caller revealed that a 6dic inner cannula was being used on a size edct tracheostomy tube.